Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported a patient had nausea and vomiting and had been in the hospital since (B)(6) 2017. The hcp noted that the patient was pregnant. Additional information from the rep reported the patient was having trouble managing their blood sugar and they were 22 weeks pregnant. They spoke with the managing nurse and the patient had not been seen by their managing physician since 2011, so they did not know the patient was pregnant. The patient was wondering if their device was working properly because they had an increase in nausea and vomiting. A programmer was overnighted to the hospital to check the device, however it was noted that the device needed to be turned off due to it not being tested or evaluated with pregnancy. No further complications were reported/anticipated.